Event description:
It was reported the programmer was unable to interrogate an implantable cardioverter defibrillator (ICD). There is an alert tone when the programming head is placed over the ICD, green lights first then the lights go to red. The software was chosen for the device and interrogate was pressed without success. The ICD was checked with another programmer without difficulty. The programmer will be returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.